Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. This complaint cannot be confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pain greater than one year post operative with persistent trochanteritis; absence of trochanteric bursitis noted three months later. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient had an initial right patellofemoral arthroplasty. Subsequently, the patient developed trochanteritis causing pain with activities. Approximately 9 months post implantation, the patient had an ultrasound of bilateral hips that showed signs of gluteus medias tendinosis with the presence of calcification in the posterior fibers of without evidence of tendon ruptures, absence of trochanteric bursitis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2023-00182.